Event description:
Customer reports to have experienced keypad anomaly. Customer reports of attempting to give a bolus delivery but buttons got stuck and numbers on insulin pump kept scrolling up. Customer removed batteries and received a battery out limit, but could not clear due to buttons being stuck. Customer's blood glucose was 375 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.